Manufacturer narrative:
Uring coil embolization of the left middle cerebral artery aneurysm, after opening the second coil package, an orbit rdfl complex mini coil ((B)(4)), the coil delivery system was advanced into the y valve, but the coil delivery system was difficult to move out of coil introducer. Then, upon inspection of the device, it was noted that the coil was stretched. The product was changed to another one to complete the procedure. Prior to inserting the coil, the introducer was not damaged (kink/bend), and after the coil did not advance, no additional force or manipulation was used. The coil introducer was seated correctly in the microcatheter hub, and an adequate continuous flush was maintained through the mc at all times. After the event, the same microcatheter was utilized to complete the procedure. Other than the reported event, no other damages were noticed with any other section of the coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. One non-sterile trufill dcs orbit system was received coiled inside of a plastic bag. The hypotube presented a kinked, the introducer was received zipped without any damage, the support coil and gripper presented no visual damages. The embolic coil presented an unraveled/stretched condition. Some waves were noted on the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. The hypotube was inspected under a microscope and the kinked condition was confirmed. Also the embolic coil was observed through the introducer and the unraveled/stretched condition was confirmed. The full functional analysis could not be performed due to the product condition. However, the introducer was able to be removed from the delivery system device without any difficulty. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. There were no abnormalities with the introducer contributing to the reported event. The coil was confirmed to be stretched; however, the cause cannot be determined. With review of the returned device and the device history records, there is no indication of a relationship to the manufacturing process. Additionally, there are inspections in place to prevent this type of failure from leaving the facility; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been complete. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of the left middle cerebral artery aneurysm, after opening the second coil package (orbit rdfl complex mini coil (B)(4), the coil delivery system was advanced into y valve, but the coil delivery system was difficult to move out of coil introducer. Then, upon inspection of the device, it was noted that the coil was stretched. The product was changed to another one to complete the procedure. Prior to inserting the coil, the introducer was not damaged (kink/bend), and after the coil did not advance, no additional force or manipulation was used. The coil introducer was seated correctly in the microcatheter hub, and an adequate continuous flush was maintained through the mc at all times. After the event, the same microcatheter was utilized to complete the procedure. The mc was re-shaped prior to use, with the shaping mandrel, steam and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.